Event description:
Medtronic literature review found reported of death, intraoperative bleeding, hydrocephalus, stroke, subarachnoid hemorrhage, headache, blurred vision, dysphagia, and quadriplegia in association with pipeline embolization. The time frame of this study was from june 2016 to december 2022. The purpose of this article was to propose an algorithm that can effectively determine the optimal endovascular treatment (evt) option for basilar artery aneurysms. The authors reviewed 124 cases of patients treated for basilar artery aneurysms using pipeline implantation. Twenty-one patients presented with subarachnoid hemorrhage. Of the 124 patients, the average age was 55 years, 62 were female and 62 were male. The article does not state any technical issues during use of the pipeline embolization device. In addition, at initial presentation the average modified rankin scale (mrs) was 0.9. Eighty-seven percent of patients had a favorable prognosis of a mrs score of 0-2. Seven patients experienced a mrs score of 6 indicating death. The following intra- or post-procedural outcomes were noted: intraoperative bleeding occurred in 4 patients which were managed via embolization hydrocephalus in five patients required external ventricular drainage leading to ventriculoperitoneal shunt (vp) placement. Two patients that exhibited hydrocephalus passed away. Stroke in six patients, one encountered left ptosis without visual impairment from in-stent thrombosis aneurysm rupture during intervention which was managed with embolization subarachnoid hemorrhage with right limb weakness and aspiration following aneurysm recurrence leading to additional flow diverter im plantation headache following aneurysm recurrence leading to additional flow diverter implantation blurred vision and dysphagia subsequent flow diverter implantation with aneurysm recurrence leading to additional flow diverter implantation quadriplegia which patient ultimately succumbed to respiratory failure.

Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); implant date n/a; explant date n/a product ID nv unk pipeline (unknown); implant date n/a; explant date n/a, citation: jiang, z., yang, h., gao, x., gao, c., jiang, h., xu, l., lei, y., su, j., zhang, x., gu, y., & ni, w. Endovascular management of basilar artery aneurysms: a consecutive series of 124 patients. World neurosurgery 191:e32-e40 2024. Doi:10.1016/j.wneu.2024.07.174 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.